Event description:
It was reported that the patient underwent a bleeding episode that was possibly related to the heartmate 3 implant procedure. The patient received 4 units of packed red blood cells (prbcs) during the heartmate 3 implant procedure. The patient received a prbc transfusion postoperatively for hemoglobin levels <8.3. The patient was not overtly bleeding. On (B)(6) 2025, they received 1 unit of prbcs via transfusion. On (B)(6) 2025, they received another unit of prbcs and then again 1 more unit on (B)(6) 2025. The patient received another unit of prbcs via transfusion on (B)(6) 2025. On (B)(6) 2025, the patient experienced a small fluid collection in the mid-portion of the sternal wound. There was no erythema or tenderness. They were prepped with betadine and opened 1 cm at bedside. The small pocket was evacuated and was not purulent, did not track. Wound cultures were sent; there was no growth after 2 days and no bacteria seen. The patient was afebrile and denied body aches or chills. They were treated with doxycycline 100 mg by mouth, twice daily for 2 weeks. A wet to dry dressing was applied, the patient would be followed up with 1 week following.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), revision, rev. D is currently available. Section 1 ¿introduction¿ of this document lists potential adverse events, including bleeding and infection, that may be associated with the use of heartmate 3 lvas. Section 6 of the IFU also outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 also lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The bleeding episode from (B)(6) 2025 resolved without sequelae on (B)(6) 2025. The bleeding episode from (B)(6) 2025 resolved without sequelae on(B)(6) 2025. The infection episode from (B)(6) 2025 resolved without sequelae on (B)(6) 2025. The bloody stool episode from (B)(6) 2025 resolved on (B)(6) 2025 without sequelae.

Event description:
It was reported that on (B)(6) 2025, the patient presented to the heart failure clinic for an acute visit due to two bowel movements containing bright red blood. The patient was examined and noted to not have any signs or symptoms of bleeding anywhere else. Their hemoglobin (hbg) was stable at 9.5 and was last checked on (B)(6) 2025 at 9.8. Warfarin was placed on hold and no further actions were required. The patient was sent home with follow-up hemoglobin level on (B)(6) 2025 of 9.6. The patient followed up in clinic on (B)(6) 2025 and their hemoglobin level was 10.0. The patient stated that they had 1 episode of bright red blood in the stool again that morning. They were given 5 mg of vitamin k by mouth once while in clinic. The warfarin remained on hold and the next follow-up appointment was scheduled for (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), revision, rev. D is currently available. Section 1 ¿introduction¿ of this document lists potential adverse events, including bleeding, that may be associated with the use of heartmate 3 lvas. Section 6 of the IFU also outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.